Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 163 mg/dl. Reportedly, the customer disconnected the infusion set tubing and did not observe drops of insulin exit the cartridge patient line. Tandem technical support instructed customer to replace the cartridge. Customer would replace cartridge and declined follow-up.